Event description:
It was reported that the catheter was placed for 6 months, everything went smoothly. However, at the beginning of december, blood returned heavily in the catheter, although the nurse flushed the catheter regularly, it still happen. So finally the nurse removed the catheter and found the something is wrong with the valve. Add'l info: groshong tip is broken off returned catheter. After confirmed with doctor, ther is no piece of catheter remained in pt's body by x-ray. No symptoms that might indicate a catheter segment was left behind.

Manufacturer narrative:
The complaint of a subcutaneous break in the tubing is confirmed, cause unk. During functional testing, the catheter was found patent to infusion. Gross and microscopic examinations revealed a complete break in catheter. The location of the break is at approx the middle portion of the groshong three way valve site. The characteristics of the damage found on the complaint sample contain traits that are consistent with tensile force damage; however the exact mechanism of damage is unk. The catheter tubing did not exhibit any elongation. The distal segment that contains the manufactured tungsten plug was not returned for eval. The user indicates, "at the beginning of december, blood returned heavily in the catheter." Gross and microscopic examinations of the valve confirms the discoloration. The tubing appears to have absorbed a chemical that has penetrated through the lumen wall. In addition to, the shape of the three way valve is distorted in shape. Probing the valve with a yellow vein pick and viewing the ID walls shows the discoloration has penetrated the clear tubing wall. The cause of the discoloration as well as the distortion of the groshong valve is presumed to have been caused by a combination of unk infusates. The degraded tubing is concentrated at the three way valve site. It is not distinguishable whether the yellow stain was initiated from inside the lumen or absorbed through the outside surface. No infusates were listed by the complainant that were used with the groshong 4 fr catheter. A lot history review (lhr) of rewg0904 showed no other similar product complaint(s) from this lot number.